Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the internal environment of this device was tested and a higher than expected moisture content was discovered. This device was subjected to residual gas analysis testing and a higher than normal moisture content was found. This increased moisture content resulted in an unintended conductive pathway that may have contributed to the reported oversensing. The source of the moisture was isolated to a gradual degradation of the hermetic seal of a component that connects the header to the internal circuitry.

Event description:
Boston scientific received information that this device was returned for disposal after twelve years of implant. Shortly after implant, oversensing had been observed, however no further clinical allegations were reported. Upon receipt to the post market quality assurance laboratory, initial analysis revealed telemetry could not be established and there was insufficient data to obtain battery status. Further analysis was performed. This device is included in the hermetic sealing component original population product advisory communicated on (B)(4) 2005 . No adverse patient effects were reported.